Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient complained of dizziness. The right ventricular lead exhibited noise. The patient's pulse generator was programmed from ddd to door. Lead revision would be scheduled.